Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was reported as high, but there was no adverse impact specified beyond this. The customer addressed the issue by taking a correction bolus via the pump. Reportedly, the customer reverted to an alternate method insulin therapy.